Event description:
(B)(4). Pain on left side where coil is located. Abnormal ultrasound, surgery recommended to remove essure (B)(6) 2014. I postponed surgery due to an insurance change, planning on going back in next month due to severe abdominal pain now. I was not even a candidate for essure because I did not have two tubes.